Manufacturer narrative:
A getinge field service engine (fse) was dispatched to investigate the issue. The fse checked and found that the unit was working satisfactorily in ac mains. However, when trying to switch on the unit on battery, error message: electrical test failure code# 50 was displayed. Then, the fse checked and found that the unit needed replacement of the back up batteries to be able to use the unit on battery. At that time, the unit was handed over to the customer in the same working condition. Then, upon fse's return, the defective batteries were replaced. Then, the unit was working satisfactorily in both ac mains and battery. The unit was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure code #50. There was no patient involvement.